Manufacturer narrative:
Equipment reportedly exhibited an interlock (error message ) and would not take an exposure.

Event description:
During a patient procedure, the equipment reportedly exhibited an interlock (error message) and would not take an exposure. The operator had already inserted the biopsy needle and was preparing to take an exposure when the error message occurred. Siemens service was unable to reproduce this reported issue and the issue has not recurred at the customer's site.